Event description:
Customer reported via phone call that he was running outside and the insulin pump was exposed to rain. Customer stated that the buttons stopped responding. He removed and reinserted the battery and the insulin pump alarmed button error. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted to the electronic assembly. The insulin pump had a cracked display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.